Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was numb from the chest to their feet following the surgery. The ins was turned off and eventually removed on (B)(6) 2017. The patient had an MRI performed with consultation by neurosurgery and neurology. The issue was reported as not resolved. The patient status was noted as ¿alive ¿ no injury¿.